Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for empty blister packaging and faded/illegible package label printing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues relating to the aforementioned defects was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for empty blister packaging and faded/illegible package label printing with the incident lot was observed. However, no issues were observed with the retention samples. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue during label printing and packaging. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® blood collection set with luer adapter packaging was empty. No report of injury or medical intervention. No report of blood exposure to mucous membrane.